Event description:
It was reported that the right ventricular lead had tripped lia (lead integrity alert) for oversensing. It was further reported from follow-up information that earlier the right ventricular lead's pace/sense portion was capped and replaced due to insulation damage and high impedance. The lead has now been removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4); the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Patient alert for lead failure predictor occurred (B)(6) 2011. Oversensing, ventricular nsts, interference/noise and ventricular short interval count (sic) counts were noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.